Event description:
A malfunction alarm was reported, causing the customer¿s blood glucose to exceed 500 mg/dl. The customer took corrective action by performing a correction injection via multiple daily injections (mdi). There was no injury or ketone presence reported, and assistance from a third party was not required. Technical support provided information to reset the pump and assisted the customer with the reset process.